Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 12/11/2019 and placed into service on (B)(6) 2022 with battery pack serial number (B)(6). On (B)(6) 2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when the battery pack became completely depleted. The cause of the AED not powering on was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.